Event description:
During administration of chemotherapy in a pt with lung cancer, the pt received a higher than intended dose. At this point investigation points to incorrect setting of administration pump. Calculations were performed for a pump which would deliver dose over twenty four hours but programmed into an hourly pump. Pt was hospitalized, observed and released within three days after a period of encephalopathy.